Manufacturer narrative:
Investigation results: this record contains no information on patient involvement / impact. The device failed at startup. The pre-analysis did result in a root cause found. The "esm" has been identified to be the faulty component. The defective esm was replaced and the device is working as intended again. According to the latest reporting decision work flow guidance such issues are considered to be potentially reportable events. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.

Event description:
Device failed to startup.

Manufacturer narrative:
Investigation results this record contains no information on patient involvement / impact. The device failed at startup the pre-analysis did result in a root cause found. The "esm" has been identified to be the faulty component. The defective esm was replaced and the device is working as intended again. According to the latest reporting decision work flow guidance such issues are considered to be potentially reportable events.

Event description:
Device failed to startup.